Event description:
Procedure type: functional end-end anastomosis. According to the reporter: after the third firing the jaws would not open after the black return knob was retracted. The device was removed by tearing it from the intestinal tract and the part was sutured manually. The fourth firing was done without problem and the procedure was completed. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).